Manufacturer narrative:
The correction of h3 ¿device evaluated by mfg?¿ deems required. This is based on the internal evaluation. Previous h3 ¿device evaluated by mfg?¿: no. Corrected h3 ¿device evaluated by mfg?¿: yes. Getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, the headlight broken off due to collision and was hanging by the wire. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of the headlight may cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by a subject matter expert at the manufacturer¿s site. The part ensuring the coupling between the light head and the fork is missing. Therefore, the light head is not attached anymore with the fork. The light head shows visible signs of damage likely caused by a strong shock. This missing part has probably been removed by a technician during maintenance because it was completely broken. A weakness on this part has never been reported. The most likely root cause is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, the headlight broken off due to collision and was hanging by the wire. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of the headlight may cause serious injury in case of reoccurrence.